Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages, check therapy pad messages) was confirmed due to the lead 2 wire and the drvn_gnd wire being damaged, kinked, and broken in the ECG ¿1¿ to ECG ¿2¿ cable by the j501 connector. The belt did not pass essential performance testing. The root cause for the broken wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.